Manufacturer narrative:
Correction : section b5: the additional information has been added which was inadvertly left out in the initial report. Correction : section h6: the device problem code has been added which was inadvertly left out in the initial report.

Event description:
Additional information indicates that the implanted lead had migrated which was the cause of ineffective stim. The issue was confirmed with x-rays.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective stim with the scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken where in the lead was explanted and replaced addressing the issue.